Manufacturer narrative:
The reported event has been determined to be a post-placement/pre-load implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors and/or the lack of osseintegration and bone loss. Additionally, other factors that may have contributed to the implant failure includes bone condition, patient oral hygiene, or patient behavior. The loss of integration or the non-integration of an endosseous dental implant is a known inherent risk of the procedure as described in this product's instructions for use.

Event description:
At the time of implant failure infection. Bleeding, inadequate bone quality/quantity, fistula and peri-implantitis were reported.bone quality at time of failure was reported as type iii.